Event description:
It was reported that an asymptomatic patient presented in the hospital for an unrelated health issue. Upon interrogation, the atrial lead exhibited high threshold. The lead was successfully capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.